Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2006 in his left hip and has not yet been revised. The patient is monitored for unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).